Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a 6 mm, 23-inch infusion set, and the pump displayed alerts for high blood glucose and an incomplete fill tubing process, which paused insulin delivery until the user completed the fill and reconnected. Symptoms included no reported physical symptoms. Outcomes included blood glucose reaching a reported peak of 386 mg/dl, remaining out of range for at least two hours, and subsequently returning to range after the tubing fill was completed. Investigation included user interview and device review. Investigation of this case revealed that the incomplete fill tubing process interrupted insulin delivery, consistent with an infusion set and cartridge handling issue and an infusion set connection process not completed. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use error related to incomplete tubing fill leading to temporary suspension of insulin delivery.